Event description:
A pre-placement angiogram was performed prior to deployment of the angio-seal device. Pulses were doppler dp and 2+pt prior to deployment. The next noted documentation from the cath lab stated the pulses were absent. "Doppler flow studies were performed with intermittent pulses". On 5/23/00, angiography was performed which revealed a "flap at the arteriotomy site which was not visible on the iliac angiogram taken prior to deployment". The cath lab manager states "not sure if it was directly related to the angio-seal, but the flap was not visible when the iliac arteriogram was performed. The pt underwent surgical repair of the site in 2000. No add'l info is available at this time.